Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer did not know how the pump touch screen became shattered and non-functional . Customer's blood glucose was between 54-500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.